Event description:
It was reported that the patient presented with redness and swelling around the implantable pulse generator (ipg) as well as the lead extension sites. The physician assessed that the patient had an infection and was administered oral antibiotics as well as had the surgical site in the chest and head flushed with antibiotics. A culture was taken but the results are unknown. The patient is in stable condition.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7090352. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7091254.